Event description:
It was reported that during a sleeve gastrectomy, the device exhibited an excessive tissue alarm while transecting the stomach. The surgeon paused the firing for some time and attempted to continue but was unsuccessful. After a few minutes, the reload was replaced, and the procedure continued without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: tri 2.0 sig60axt 60 xtra thk 15mm - sig60axt, lot# n4j1929y sig power sigadaptxl linear xl adapter - sigadaptxl, serial# unnown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, the device exhibited an excessive tissue alarm while transecting the stomach. The surgeon paused the firing for some time and attempted to continue but was unsuccessful. Visually, some of the staples were raised but still attached to the reload. After a few minutes, the reload was replaced, and the procedure continued without further issues. No patient complications have been reported as a result of this event.